Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8.0 inr. The corresponding lab result reported was 5.6 inr. The patient was sent to the hospital for one unit of fresh frozen plasma. The device was replaced and requested to be returned for eval.